Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator. The patient was stable.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. There were no patient consequences.